Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse. Findings: pelvic organs: urinary bladder and uterus appears normal. Essure tubal occlusion devices bilaterally. Impression: 1.normal appendix. No evidence of acute inflammatory process in the abdomen or pelvis 2. Bilateral pars defects at ls vertebra reason for exam: pelvic pain, other indication: left sided pelvic pain impression: normal ultrasound of pelvis and doppler evaluation of ovaries preliminary diagnosis: uterus, cervix, bilateral. Fallopian tubes, hysterectomy and salpingectomy cervix with severe squamous dysplasia! Carcinoma in situ (on3) with a focus suspicious for superficial invasion. Final diagnosis pending an immunohistochemical stain for keratin, levels from a block, and submission of the remainder of the cervix. A final report will follow. Secretory pattern endometrium. Fallopian tubes with serosal adhesions and intraluminal metallic coils in place gross description: the bilateral fallopian tubes have been previously incised exposing a protruding coiled wire on the left cornua and a partially exposed coil wires at the right cornua. Both of these coils measure 2.5 cm in length x 0.1 cm in diamete. Concurrent conditions included irregular periods, cyst of ovary, uterine bleeding, cervical dysplasia and cystoscopy. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: stable position of essure tubal occlusion devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records dyspareunia, pelvic pain . Most recent follow-up information incorporated above includes: on 1-jul-2019: quality-safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse. Findings: pelvic organs: urinary bladder and uterus appears normal. Essure tubal occlusion devices bilaterally. Impression: normal appendix. No evidence of acute inflammatory process in the abdomen or pelvis bilateral pars defects at ls vertebra. Reason for exam: pelvic pain, other. Indication: left sided pelvic pain. Impression: normal ultrasound of pelvis and doppler evaluation of ovaries. Preliminary diagnosis: uterus, cervix, bilateral. Fallopian tubes, hysterectomy and salpingectomy cervix with severe squamous dysplasia! Carcinoma in situ (on3) with a focus suspicious for superficial invasion. Final diagnosis pending an immunohistochemical stain for keratin, levels from a block, and submission of the remainder of the cervix. A final report will follow. Secretory pattern endometrium. Fallopian tubes with serosal adhesions and intraluminal metallic coils in place gross description: the bilateral fallopian tubes have been previously incised exposing a protruding coiled wire on the left cornua and a partially exposed coil wires at the right cornua. Both of these coils measure 2.5 cm in length x 0.1 cm in diameter. Concurrent conditions included irregular periods, cyst of ovary, uterine bleeding, cervical dysplasia and cystoscopy. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: stable position of essure tubal occlusion devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records dyspareunia, pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.